Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, in 2008, the pt reported sudden distortion, sound fluctuations and poor quality when using the cochlear implant sys. Exchanging the external equipment did not solve the problem. Reportedly, when pressure was applied to the implant site, the distortion and sound quality improved. Results of an integrity test done about 6 days later showed intermittent device function. At about 9 days later, the distortion was so uncomfortable the pt discontinued wearing the device. Explantation/reimplantation is planned but has not been reported at the time of this report.